Event description:
It was reported that right ventricular (rv) lead fractured and triggered a lead integrity alert (lia) due to high pacing impedance and non-sustained ventricular tachycardia counters. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 305c25 tissue valve, implanted: (B)(6) 2010; product ID: 5076-52 lead implanted: (B)(6) 2001. (B)(4).